Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the health care provider suspected that there was loss of capture on this patient's right ventricular (rv) lead. The suspected loss of capture included periods of greater than two seconds. It was noted that paced beats for this patient historically had very low amplitudes relative to the intrinsic beats. Boston scientific technical services provided troubleshooting advice. No adverse patient effects were reported. This pacemaker and the associated leads remain in service.